Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button and a low blood glucose event. The customer¿s blood glucose was 51 mg/dl at the time of incident. Stuck button troubleshooting was performed and confirmed that the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude and the insulin pump worked fine after. Customer had a low blood glucose of 51 mg/dl and treated food. No low blood glucose troubleshooting was performed. Customer also reported sensor and transmitter issue and troubleshooting was completed. Sensor will be replaced and returned. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a paradigm insulin pump. Connected sensor to the transmitter and placed it in buffered glucose test solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. (B)(4).